Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-40 mg/dl. Cause was not known. Reportedly, customer required assistance from their mother by providing carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. What was the assistance from the 3rd party? ¿ pt would be incapacitated and unable to get himself carbohydrates. Mother would have to retrieve carbohydrates for the pt.